Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator wasn¿t working the way it was during the trial. The patient stated the urgency hadn¿t gone away at all. It seemed like it was working really good and then all the sudden once they started to be more active they noticed a loss of efficacy, which was probably a week after implant. The patient had been making adjustments up and down on their own and hadn¿t noticed a difference. It was reviewed that it takes time for the body to respond to the therapy and the patient was advised to discuss programming changes with the healthcare provider. The patient mentioned their next appointment was the 13th. No further complications were reported.